Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of the death was unknown. It was unknown if the patient was hospitalized prior to death. It was not reported if therapy was ongoing until the patient died. It was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed there were no keystrokes, programming, use related or increased intraperitoneal volume (iipv) events that would indicate and/or contribute to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported event. A device history record review was performed and indicates that manufacture of the device is not related to the reported event and that the device is no longer in its original manufacture condition. The device passed a power on self test. A short simulated therapy was performed and completed successfully. An issue was found during visual inspection, however it is unrelated to the reported death. The device underwent repairs for unrelated issues and was returned to the loaner pool in working condition. Should additional relevant information become available, a supplemental report will be submitted.